Event description:
The user facility reported that upon initiation of bypass the perfusionist heard a loud pop, and the, observed a slow fluid leak from the oxygenator gas port. Although the gas exchange performance was reportedly lower than usual, the user decided that it was not necessary to change out the unit. The user facility reported that the procedure was completed successfully and the pt is fine. The total blood loss was estimated to be approximately 150 to 200-cc.